Event description:
A power on reset (por) condition prior to implant was reported. An implantable neurostimulator (ins) was being recharged for an implant on (B)(6) 2012 when the por condition was noticed. The device was not implanted; a different ins was used. It was reported the patient was doing well after the procedure.

Manufacturer narrative:
(B)(4).